Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting emt's due to meter error. Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-5). Wife is calling on behalf of the customer. The customer feels well and did not report any symptoms. Customer stated when they had obtained the true metrix meter on (B)(6) 2022, they had attempted to test numerous times and had obtained e-5. Customer stated they had contacted the emt's due to being unable to obtain a blood glucose test result; customer had not been experiencing any symptoms at the time. The customer's blood glucose when tested by the emt's had been 125 mg/dl non-fasting. Customer did not receive any medical treatment and was not taken to the hospital. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/31/2023 and open vial date is (B)(6) 2022.

Manufacturer narrative:
Sections with additional information as of 29-aug-2022: h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was returned for evaluation. Test strips were returned for evaluation. Defect found on returned meter - e-0 with lab control (rev. 3 ). Reported defect not reproduced on returned strips. Product evaluation has been completed. Retention strips tested within 6 months. Passed within specifications. Returned product was forwarded to r&d meter for root-cause. R&d investigation has been completed and root cause selected. Defect associated with scar-22-009 root cause: rc-003: other root cause: root cause under investigation per scar-22-009 for the e-0/e-2 scenarios.